Manufacturer narrative:
The device is currently being evaluated. Upon completion of the evaluation, a follow-up submission will be provided.

Event description:
The hyperbaric ventilator had been functionally verified prior to the patient being brought down to the unit for hyperbaric oxygen therapy treatment. They connected the hyperbaric ventilator to the patient and the patient's chest would not rise sufficiently to the staff member's satisfaction. This was specifically expressed as "we could not get enough chest rise from the patient." The ventilator was dialed up and then they heard the sound of air gushing inside the device. The ventilator was working in manual operation. Per the registered nurse, there was no additional injury or adverse event to the patient. As the ventilator was not working, the patient was unable to receive hyperbaric oxygen therapy. He was returned to the floor he came from and other measures were tried. Male patient, approximate age is 60's, being treated for cerebral gas embolism. The registered nurse did not know the final outcome of the patient. Per the registered nurse, there was no direct harm to the patient.